Event description:
A physician reported that the ophthalmic cutting knives were found to be dull during surgery. The type of procedure is unknown. The surgery was completed using a new knife from a separate package, and no patient impact was reported. This is the first of five reports received from the same initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Ten unopened knifes, in blisters were received for the report of dull knives. Samples 1-9 were visually inspected and found to be conforming. Functional penetration testing was then performed and found to be conforming. Sample 10 was visually inspected and found to be conforming. Functional penetration testing was performed and found to be nonconforming. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Although the actual samples were not returned, the returned unopened sample 10 was found to be functionally nonconforming, therefore the dull blade was confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. The returned unopened samples 1-9 were found to be visually and functionally conforming, therefore a dull knife as described in the complaint was not confirmed. However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. Samples 1-9 met specifications, however the actual complaint samples were not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. A nonconformance investigation was completed to investigate the failed penetration testing for cutting instruments and the root cause of the nonconforming penetration value sample 10. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).